Event description:
Report rec'd on 01/18/2006 of pt experiencing an "allergic reaction" of right upper and left upper puncta after implantation in 2005, of super eagle punctum plugs. Right upper plug the following month and left upper plug removed in 2006.